Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified

Event description:
Patient representative reported left side breast pain, also suffered from capsular contracture and bottoming out. Patient also suffers from psychological impairments such as anxiety and depressive episodes associated with the device recall.device has been explanted.